Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has not yet been rec'd at the MFR for testing. An eval will be conducted upon receipt of the device and a f/u report will be submitted if the results of the quality investigation require one.